Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 5 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the source of the green plastic foreign material could not be identified. The root cause for the presence of foreign material in the air/water nozzle could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device. The following fields were incorrect on the initial MDR: b5, d9, g2, g3: initial MDR aware date - december 18, 2023.

Event description:
The customer reported that the gastrointestinal videoscope nozzle had blockage from distal end and insertion tube. The issue was found during reprocessing. The device was returned for evaluation. During inspection and testing, foreign material was found blocking the air/water nozzle. This report is being submitted for the malfunction found during the device evaluation. There was no report of patient or user impact due to the event.

Event description:
The customer reported to olympus, the gastrointestinal videoscope nozzle had blockage from distal end and insertion tube. The issue was found during reprocessing. The procedure was completed using the same set of equipment and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed that the air water nozzle was obstructed (green plastic in the mouth of the channel). Additional findings are: light cover glasses chipped, light cover glasses adhesive was worn, optical cover glass was scratched, optical cover glass adhesive was worn, outlet pipe condition blockage evident, distal end cap worn, distal end adhesive worn, insertion tube delamination evident, control body side cover leaking, plug body contact pins corroded, scope connector water ingress, image illumination uneven, up/down angle not to specification, left angle not to specification, left/right angle play evident, air channel volume blockage evident, water flow not to specification, water removal not to specification, water channel volume blockage evident, and electrical safety test not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.